Event description:
It was reported that during a follow-up clinic visit, the right ventricular (rv) lead had high impedance, high and unstable thresholds, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant product(s): d334drm ICD; implanted: (B)(6) 2013. (B)(4).